Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that while moving the system, the column brace broke at the center screw mount. There was no patient involvement as there was no procedure being performed when the phenomenon occurred. No additional information was provided.

Manufacturer narrative:
Original submission narrative: the customer service engineer (cse) went on-site and replaced the broken brace. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation , update the follow-up type, update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. Investigation results: - it was confirmed that the tab had broken during a few cases as a result of heavy use, and a reliability improvement had been planned. - a change was implemented for an sc2000 column brace reinforcement on (B)(6) 2016. The issue was resolved with this change. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.